Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump declared multiple temperature alarms. There was no report of the pump being exposed to abnormal temperature conditions. Contact stated that the customer experienced elevated blood glucose levels all next day; cause and levels were unknown. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.